Manufacturer narrative:
Additional information: b5: additionally, the bag the device was individually packed in was wet. The luer lock cap was still attached to the end of the device. H11: the device was received for evaluation. A visual inspection performed via the naked eye noted fluid inside a bag that contained the device. When the device was removed from the bag, the cause of leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed and monitored until the next day; no signs of leaking were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to a use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates to ensure that the cap is securely connected after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between august 13-14, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred when setting up the patient orders. There was no patient involvement. No additional information is available.